Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery voltage had decreased within the last few months. The battery voltage will be measured during the next clinic visit. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage had decreased within the last few months. The battery voltage will be measured during the next clinic visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that battery voltage measurements were out of specification.